Manufacturer narrative:
Batch review performed on 14 may 2019: lot 183774: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event one other device was involved in the event ball heads: bipolar head 25060.2852 bipolar head ø28x52 lot. 180856 (k091967): (B)(4) items manufactured and released on 18-jun-2018. Expiration date: 2023-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 2 months and 18 days form the primary due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the cocr head and the bipolar head. The surgery was completed successfully.